Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Unable to down load trace and history file due to alarms noted in alarm history. Alarm due to corrupted history files.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 502 mg/dl. Customer stated that her insulin pump is not working. Customer stated that she bolus 6 units and her blood glucose instead of going down it went up. Nothing further was reported.